Manufacturer narrative:
Physio-control followed up with the customer and was made aware that the initial information provided by the customer was incorrect. There is no evidence available indicating that the charge level of the device battery was related to a device malfunction and there was also no evidence that the customer¿s battery was in a very low state which could lead to a death or serious injury. With the information made available to physio-control, the status of this battery would not likely lead to a death or serious injury as the device operating instructions recommends that the customer check the level of battery charge on a regular basis.

Event description:
The customer contacted physio-control in response to a letter notifying them of a voluntary field corrective action (corrections and removals number 3015876-05/01/2014-001c) and reported that they checked the charge level of their device battery as instructed by the letter and found that the device battery was at a very low state of charge which may not be sufficient for patient use.there was no patient use associated.

Manufacturer narrative:
(B)(4): the customer indicated they would obtain a replacement battery.the battery was not returned to physio-control for evaluation. The battery was approximately 7 years old and had likely become depleted normally due to age and use. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery.